Event description:
Report received of a tubing rupture during power injection. It was reported that contrast media was being injected through the y-site on the primary set at 150cc over 2-2.5 seconds for an unspecified CT study. It was reported that 25-50cc of contrast media had been injected when the tubing ruptured at an unspecified location. Contrast media reportedly splashed across the pt's arm but not on the face. The IV site was not lost and there was no blood loss. The problem was resolved by changing the tubing, re-injecting the contrast media, and resuming the CT study. The customer reported that there were no adverse pt effects. Though requested, no add'l info was provided.